Event description:
The olive broke from baseplate.

Manufacturer narrative:
On (B)(6) 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. Olive is disassembled from the baseplate. No particular visual trace to report. A review of the device history for the reported lot did not indicate any abnormalities. Overstress on the olive due to the application of an excessive angle done with a drill guide & a drill, can lead to the threaded ring disassembly. The threaded ring housing is adapted to receive a compression screw. The compression screw assembly does not affect the prosthesis functionality. Issue probably due to an inappropriate device use.